Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was told the implantable pulse generator (ipg) "was near its end but could not be replaced until the computer said it was time for replacement". The patient reported that two days later the ipg "died". The ipg was explanted and replaced. No patient complications have been reported as a result of this event.